Manufacturer narrative:
Exact date of the reported adverse event is unknown with currently available information, (B)(6) 2014 is estimated to be the date of event. Implant date / explant date: exact date of the initial implant date is unknown with currently available information, (B)(6) 2012 is estimated to be the date of initial implant. Explant date, on the other hand, is estimated to be the same as the date of event. A review of the manufacturing records for the device could not be conducted as lot numbers of the reported devices were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
In a literature review, the following information was obtained. S, nishida., et al. "Open surgical repair of proximal type I endoleak post initial endovascular repair of abdominal aortic aneurysm: a case report." Journal of the japanese society for vascular surgery. 2016, vol.25. 129-132. In 2012 (exact date is unknown), the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Pre-implant measurement of the aneurysm diameter was 67mm. Trunk-ipsilateral leg and iliac extender components (pxt261418 and pxl161007, lot numbers are unknown) were deployed in the right side, and contralateral leg and iliac extender components (pxc141400 and pxl161007, lot numbers are unknown) were implanted on the left side. An imaging did not reveal endoleaks, and the patient tolerated the procedure. Later, follow-up studies were planned but the patient had not visited the hospital since the initial implant procedure. In 2014, approximately two years post initial implant procedure, the patient admitted to the hospital due to abdominal pain. A computed tomography (CT) was run, revealing a proximal type I endoleak with aneurysm enlargement of 10mm. Additionally, an impending rupture of the aneurysm was suspected. The patient was converted to the open surgical repair of the endoleak with aneurysm enlargement. Most part of the existing endoprostheses were explanted and a bifurcated surgical graft was anastomosed with the remaining portion of the endoprostheses. Also, as intra-procedure imaging revealed patent lumbar arteries, those arteries were embolized. The patient tolerated the reintervention procedure. Eighteen days post reintervention procedure, the patient was discharged of the hospital.